Event description:
A malfunction alarm occurred, indicated by a fault code. Blood glucose level did not exceed 500 mg/dl, confirming it remained within normal range. Customer received assistance from technical support to reset the pump and was advised to continue using it, with instructions to report any recurrence of the malfunction.